Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer had been admitted to the hospital on (B)(6) 2016 with diabetic ketoacidosis. The customer's blood glucose (bg) level was over 600 mg/dl. A correction bolus was attempted to be delivered to address the high bg; however, the bg level did not lower. The healthcare provider thought that the pump was not delivering the insulin properly and had the customer disconnect from the pump. The customer was treated with intravenous fluids and insulin drops. Tandem technical support had the contact perform a system check and insulin delivery was initially very slow and then delivery was stopped. The pump history was reviewed and resume pump alarms and high bg reminders were observed. The customer was discharged on (B)(6) 2016 and was using an unspecified method to manage diabetes.